Manufacturer narrative:
The sapien m3 valve (model 9680tfx29mm) is not sold or marketed in the us; however it is deemed similar to the sapien 3 valve 29mm (9600tfx29). Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate the cause of the thrombus formation of the docking device and m3 valve is unknown. However, the procedure and patient factors above may have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
It was initially reported from sm3 clinical study, approximately 29 days post-implantation of 29 mm sapien 3 valve in the mitral position via transapical approach, the patient was seen in the ed and presented with acute renal failure with hyperkalemia. The ed physician decided the patient's symptoms were most consistent with cardiogenic shock and the patient was admitted to cardiac ICU. The implant patient registry (ipr) was later notified by the patient's wife that the patient expired approximately 30 days post-implantation. Per medical record review, the patient was admitted to the hospital in multiorgan failure due to shock. The patient may have endocarditis vs clot causing significant disease burden. Multiple echocardiograms were performed with no mention of endocarditis. The autopsy revealed, 'recent thrombus on the free atrial tip of the docking device that is part of the m3 valve'. Medication was given. The patient expired and the cause of death appears to be progressive heart failure due to systolic dysfunction and mitral valve disease.